Event description:
The device returned for recall z-1223-2007 processing where factory service reported that a defib comm error was recorded in the log file. No patient involvement.

Manufacturer narrative:
Results - unable to duplicate the error code. Manufacturer's eval summary : the device is an automatic external defibrillator and the actual device involved was evaluated. The device returned for recall z-1223-2007 processing where factory service confirmed a defib comm error in the device log, which is the code, identified for the recall. Extensive testing could not duplicate the error code. Therefore, the recall procedure was performed that replaces the defib assembly as the corrective action. Upon completion of repairs, the device passed release testing and was returned to the customer.